Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted air in the bloodline but there was no visible air seen. It was noted that this is a recurring issue. This treatment could be continued, and blood return could be performed. It was noted that the patient experienced 50ml of blood loss. Additional information received confirmed that blood loss was due to the tubing was connected to a saline bag. When both access line and return line was connected to the saline bag and blood pump was started to evacuate the ¿air¿ into the saline bag. The multifiltratepro machine system alarmed with a air detected beneath the bubble catcher alarm. The tubing was disconnected from the patient and trouble shooting was performed as given by the machine. No visible air was noted. The patient¿s treatment was restarted on the same machine and completed. There was no patient injury or medical intervention needed. There have been no repairs to the machine. No further information provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: the sample has not been received. There is no other complaint reported for the lot. The reported event is adequately addressed in the instructions for use and/or on the label. There is no indication that the reported event relates to falsification. The retained sample examination indicated that the samples were checked for component defect, assembly failure, conformity with the product specifications. As a result of examination, no failure detected on the retained samples. The simulation was completed without any issue and the sample were found as conform with the technical drawing of the production. According to the complaint description possible reasons of the reported defect might be related to component defect, assembly failure or connection failures, but not limited to. The complaint was admitted, however exact reason of the defect could not be determined due to absence of original sample examination.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted air in the bloodline but there was no visible air seen. It was noted that this is a recurring issue. This treatment could be continued, and blood return could be performed. It was noted that the patient experienced 50ml of blood loss. Additional information received confirmed that blood loss was due to the tubing was connected to a saline bag. When both access line and return line was connected to the saline bag and blood pump was started to evacuate the ¿air¿ into the saline bag. The multifiltratepro machine system alarmed with a air detected beneath the bubble catcher alarm. The tubing was disconnected from the patient and trouble shooting was performed as given by the machine. No visible air was noted. The patient¿s treatment was restarted on the same machine and completed. There was no patient injury or medical intervention needed. There have been no repairs to the machine. No further information provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a blood contaminated multifiltrate bls production without blister package received. There is no other complaint reported for the subject batch. The described situation is adequately addressed in instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. Complaint sample examination informed below were applied to the complaint sample. Visual inspection: the sample was checked for component defect, assembly failure, conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. Visual inspection and leakage test resulted with conformity, no air/liquid leakage or no deformation can cause air intake was observed. According to complaint description, possible reasons of the reported defect might be related to connection/handling process or machine based failures, but not limited to. Product functioned as intended, product within specification, and no problem detected.

Event description:
It was reported that during a patient¿s continuous renal replacement therapy (crrt) treatment, an air monitor alerted air in the bloodline but there was no visible air seen. It was noted that this is a recurring issue. This treatment could be continued, and blood return could be performed. It was noted that the patient experienced 50ml of blood loss. Additional information received confirmed that blood loss was due to the tubing was connected to a saline bag. When both access line and return line was connected to the saline bag and blood pump was started to evacuate the ¿air¿ into the saline bag. The multifiltratepro machine system alarmed with a air detected beneath the bubble catcher alarm. The tubing was disconnected from the patient and trouble shooting was performed as given by the machine. No visible air was noted. The patient¿s treatment was restarted on the same machine and completed. There was no patient injury or medical intervention needed. There have been no repairs to the machine. No further information provided.